Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure (event date unknown). According to the complainant, the syringe was twisted to luer lock. The needle was actuated and sample was taken, but after withdrawal there was not enough vacuum to aspirate the biopsy sample. The procedure was completed with another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. This event has been deemed a reportable event based on the investigation results; the sheath of the device was torn/split.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. A visual evaluation of the returned device found that the sheath was split/torn at the distal end of the sheath and device. The device was able to produce both vacuum and pressure, however, the device leaked at the site of the split/tear found on the sheath. The split did not look like a puncture that could be cause by the needle; it appears that a sharp object spliced it. The probable cause for the split is operational context. (B)(4).